Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a loose power port connection. It was stated that an elective controller exchange was performed and there were no effect or consequences to the patient. No additional information available.

Manufacturer narrative:
The reported event of a loose power port on the returned controller, con091363, could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device showed that both power connectors were secure against the controller housing. However, further analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to a broken serial port connector. This is an additional observation that is not related to the reported loose power connectors. The most likely root cause of the fractured serial port connector can most likely be attributed to improper handling of the controller. The reported event of a loose power connector could not be confirmed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.